Event description:
The customer reported that the coulter lh 780 hematology analyzer generated intermittent incomplete differential results on several patients. The customer did not report the patient results which recovered incomplete differentials out of the laboratory, and there was no report of change or affect to patient treatment in connection with this event. The customer did not provide any patient data to demonstrate the issue.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a faulty flowcell and coaxial cable (cbl) assembly. The fse proceeded to replace both parts to resolve the issue. The fse also replaced the differential chamber and re-tubed the differential sample line as part of troubleshooting. In conclusion, failure mode of the event is attributed to a faulty flow cell and cbl assembly.